Manufacturer narrative:
Device evaluated summary: as per service report, in the inspection at the time of receipt, the deformation of the screw thread of the handle screw was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar spinal stenosis involved in mel (microendoscopic laminoplasty), mis-tlif (minimally invasive - transforaminal lumbar interbody fusion) procedure. It was reported that intra-operatively, handle was too tight to lock. Product came in contact with patient, but no impact to patient as a result of this event. There was no delay in overall procedure time.